Event description:
It was reported stimulation had been turning off by itself. There were no symptoms reported. Patient had only noticed that their stimulation was off. The stimulation problem started following a fall. The patient had had two falls in the last six months. The first fall the patient had rolled down the back step and landed directly on their implantable neurostimulator (ins). It was noted the patient was on a knee stabilizer and crutches afterwards. These falls occurred before the patient had their ins replaced. Patient was finding their stimulation shut off 1-2 time per month, maybe more. The last time it occurred was the previous night. Patient smacked a head of lettuce on the counter and when they did this they felt their stimulation shut off. Patient noted they had checked with their programmer or recharger and they confirmed that their stimulation was off. Patient had an appointment with their health care provider scheduled for (B)(6) 2012. Patient inquired if an x-ray would help determine what was wrong. Patient inquired if the fall may be causing this to occur. Patient needed to have a nerve block since they still had pain. The lowest the patient's pain got was a 6. Patient pain would get as high as 7 or 8. Patient pain was in both legs from their toes to their knees. This pain had been going on since before the ins was implanted. It was noted the patient had reflex sympathetic dystrophy since 1996. It was noted stimulation had been helping. It was also noted the patient had their big toe removed and the next day they walked a mile because the stimulation was helping so much. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377760, lot# j0546520v, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# v003344, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).